Event description:
The pump would not function when hosp personnel attempted to use it on an emergency pt. The screen was black and black. They put the pump on standby but nothing would display on the monitor. The pt was critically ill and did expire. However, this incident did not contribute to the pt's death.